Manufacturer narrative:
Fowler. Part has been ordered and will be repaired upon receipt.

Event description:
It was reported by svc report that the fowler will not raise or lower. No pt involvement or adverse consequences are reported.